Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level of 700 mg/dl which she tried to treat with bolus via the pump. Subsequently, on (B)(6) 2020, she was admitted to the hospital where her doctor discovered that she had a bent cannula. During hospitalization she received fluids and intravenous medication (drug name unknown), which resolved the issue. Moreover, on (B)(6) 2020, she had an infusion set that inserted improperly because she forgot to pull off the needle guard off (user error). Therefore, blood glucose level was in 100s mg/dl approximately at the time of this event. There was no damage when the package was first opened. The infusion set was used for one day. On (B)(6) 2020, she was released from the hospital with no permanent damage. Reportedly, she had successfully resumed insulin on the pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.